Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent was intended to be used to treat a lesion in the distal rca exhibiting severe tortuosity and severe calcification. Stenosis was 92%. No issues removing the device from the hoop. The device was inspected with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device. It is reported that stent deformation occurred in vivo during positioning/advancement. No patient injury reported. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
Device evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.